Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85848.

Event description:
Customer reported that he was hospitalized due to high blood glucose levels prior to the accident. Customer stated that he was in a motorcycle accident and he could have been with low blood glucose at the time of the accident. Customer also stated that he lost his transmitter during the accident. Nothing further was reported.